Event description:
It was reported the pt had lost some weight and the ipg location was causing discomfort. It was reported the next course of action had not been decided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.